Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, and a 0.014¿ guidewire was loaded. An indeflator was used to inflate the balloon but it would not hold pressure. A pinhole leak was found on the proximal balloon neck medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using a nanocross 014 balloon to treat a 70% lesion stenosis in the anterior tibial artery, balloon inflation difficulties were observed. A leak was noted on the device. The balloon body had air leakage. The lesion was located distally in the artery and was described as having little calcification and tortuosity. The balloon was inflated using a syringe, and inflation difficulties were noted at an inflation pressure of 6 atm. The procedure was completed by replacing the balloon with the same model for dilatation. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.